Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to subsidence of the tibial component. The baseplate was revised with augments added. No allegations against the revised insert. A size 3 cemented ps femur was revised to a size 3 ts femur, both to convert the construct and to gain access to the joint.